Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were explanted due to erosion. It was further reported that three weeks prior to surgery the device would not inflate. During the surgery it was identified that the cylinders had eroded at the cavernous body.

Manufacturer narrative:
Device analysis: a device inflation issue was reported. The ams700 device was visually inspected. There was a leak in one-cylinder input tube that was the result of a sharp instrument damage consistent with explant damage. Based on the determination that the leak in the cylinder input tube was the result of explant damage it is considered a secondary failure and will not be considered a probable cause for the reported events. The other cylinder performed within specifications. The pump was not functionally tested due to a leak in one-cylinder tube near the pump block due to wear and fatigue. The leak in the pump cylinder tube would result in the loss of fluid and an eventual inability to inflate the cylinders; therefore, the reported allegation of a device inflation issue is confirmed. The investigation conclusion code of cause traced to component failure was chosen based on the facts that the reported allegations can be traced to a component failure identified during product analysis. Based on the results of this investigation, no escalation is required. If further information is received at a later date, the product investigation will be reopened to address the additional information.

Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were explanted due to erosion. It was further reported that three weeks prior to surgery the device would not inflate. During the surgery it was identified that the cylinders had eroded at the cavernous body.